Event description:
Over the past month, systems motions disabled once, soft & hard reboot and ilinq done leading to an interruption of patient exam. Manufacturer was contacted. Ge came and explained the table was locked. Educated staff on how to unlock it resolving the problem for now. Manufacturer response for x-ray, (brand not provided) (per site reporter). Manufacturer was contacted. Ge came and explained the table was locked. Educated staff on how to unlock it resolving the problem for now.